Event description:
"This is a complaint from the market. Tip of cannula partly broke and dropped off during procedure. The actual defect unit was returned to olympus and visually inspected: confirmed the tip of the cannula had partly missing and crack on the cannula. There were scratches on the inside edge of the tip. Please analyze this complaint phenomenon and review the device history record of the unit." Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula tip was fractured and the broken off piece was not present upon return of the device. The root cause of this incident is likely due to an interruption in the molding process. The properties of the raw materials in the mold chamber may have been compromised due to the short period of inactivity that the mold experienced. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented process enhancements on july 1st that include scrapping the first units made after any machine inactivity. This lot was built prior to the implementation of these enhancements. For all trocar models the incident rate of this occurrence for the past year is (B)(4). The probability and criticality of harm resulting from this failure mode has been evaluated and found to be at an acceptable level. This document represents our final report.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.